Manufacturer narrative:
The investigation did not identify a product problem.

Manufacturer narrative:
The investigation determined that there is an interfering factor to the ruthenium component of the reagent. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys tsh assay results for 1 patient sample on a cobas e 801 module compared to a siemens analyzer. On (B)(6) 2023, the roche tsh result was 14.9 uiu/ml. On (B)(6) 2023, the siemens tsh result was 2.46 uiu/ml. The roche tsh reference range is 0.24 - 4.20 uiu/ml. The siemens tsh reference range is 0.55 - 4.78 uiu/ml. The roche tsh result was reported outside of the laboratory. The e801 analyzer serial number is (B)(4).